Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/23/2026, the patient developed symptoms including dizziness, confusion, and weakness and initially believed he was experiencing a stroke. At that time, the cgm showed a reading of 262 mg/dl, and a fingerstick blood glucose (fsbg) measurement was 185 mg/dl. No treatment was administered prior to transport, and the patient was taken to the emergency room (ER) by his spouse for evaluation. While in the ER, no cgm or fsbg measurements were documented; however, the patient received intravenous (IV) fluids. The patient remained in the ER for approximately 8 hours, and no glucose assessments were recorded prior to discharge. Due to a history of dementia, the patient was unable to confirm whether the symptoms were related to a stroke or hyperglycemia and could not recall whether diagnostic imaging or laboratory testing was performed, or whether the IV fluids were administered for glycemic management. At the time of the (B)(6) 2026 follow-up, the patient declined to provide additional details but reported feeling well after the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.